Event description:
(B)(6) advised chair was given as a gift and missing left brake assembly and left armpad is wrapped with duct tape. (B)(6) advised could not provide serial number. (B)(6) could not provide any further information.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.